Event description:
A report was received that the patient underwent a revision due to discomfort. The physician relocated the pocket site from the back to the stomach and replaced the ipg due to preference. The physician had used electrocautery and decided to replace the ipg. The device was working properly prior to the revision. The patient was reportedly doing fine after the revision.

Event description:
A report was received that the patient underwent a revision due to discomfort. The physician relocated the pocket site from the back to the stomach and replaced the ipg due to preference. The physician had used electrocautery and decided to replace the ipg. The device was working properly prior to the revision. The patient was reportedly doing fine after the revision.

Event description:
A report was received that the patient underwent a revision due to discomfort. The physician relocated the pocket site from the back to the stomach and replaced the ipg due to preference. The physician had used electrocautery and decided to replace the ipg. The device was working properly prior to the revision. The patient was reportedly doing fine afte the revision.

Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility.